Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the customer has made the decision to have the unit destroyed. No repair will be performed on the iabp. The unit has been removed from clinical use.

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) had malfunctioned; the display was locking up. It is unknown under which circumstance the event occurred. However, there was no patient was involved and no adverse event was reported.